Event description:
The field service representative (fsr), 25 years old male, reported a splash to the face from alinity ci liquid waste while working on the waste tubing to perform preventative maintenance. Droplets of waste flung from the tubing when the condensate tubing was disconnected and whipped back. The fsr was were wearing all personal protective equipment (ppe) (lab coat, gloves, safety glasses) properly. The fsr did not feel anything in his eyes, nose or mouth but felt contact on his forehead and right cheek and fsr washed his face immediately with soap and water and no symptoms felt afterward. No burning sensation on the skin or any rash felt and no other medical treatment was obtained. No further impact on patient management or user safety was reported.

Manufacturer narrative:
Section a patient identifier of none as there is no patient involved. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) was splashed in the face with liquid waste when performing preventative maintenance. As the fsr pulled the tubing from the head, waste pump (rohs) droplets flung from the tubing and landed on his forehead and cheek. The fsr washed his face with soap and water, and no medical treatment was obtained. Proper personal protective equipment (ppe) was worn at the time of incident. The instrument service history review revealed no additional service tickets associated with instances of splashing. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the head, waste pump (rohs) did not identify any trends. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the head, waste pump (rohs) were identified.

Event description:
The field service representative (fsr), 25 years old male, reported a splash to the face from alinity ci liquid waste while working on the waste tubing to perform preventative maintenance. Droplets of waste flung from the tubing when the condensate tubing was disconnected and whipped back. The fsr was were wearing all personal protective equipment (ppe) (lab coat, gloves, safety glasses) properly. The fsr did not feel anything in his eyes, nose or mouth but felt contact on his forehead and right cheek and fsr washed his face immediately with soap and water and no symptoms felt afterward. No burning sensation on the skin or any rash felt and no other medical treatment was obtained. No further impact on patient management or user safety was reported.